Manufacturer narrative:
DHR review was completed. No irregularities were found when reviewing supplier records. The coupler separation force and the pre-sterilization ring retention specification for coupler is within specification. 100% functional alignment testing was performed on each device during the manufacturing process. In addition, 100% visual inspection for broken or missing parts was performed. The released product met specification. Product was not returned. Physical description could not be obtained. Functional testing could not be performed. The root cause of the event could not be determined. The DHR review indicates that the lot met specification. There is no immediate evidence to support why the ring did not stay in the wing jaw during use. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that rings of two different 3.0mm gem coupler devices dislodged from the wing jaw assembly, both on the right side. The event occured during anastomosis of the vein for latissimus free flap to leg. Both couplers were discarded. The surgeon used a 2.5mm gem coupler to complete the anastomosis. The patient is reported to be doing well. No patient adverse event was reported.